Event description:
After application of bone cement while pt was undergoing surgery for femoral head replacement, pt's blood pressure dropped suddenly. Approximately 90 mins after bone cement was used, pt expired.